Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on all conductors.

Event description:
It was reported that, during an implant attempt, the guidewire was kinked and maybe have damaged the left ventricular lead tip. The wire was initially unable to be advanced past the tip of the lead and, after it was successfully advanced and the lead was positioned, the lead impedance was high. The lead was not implanted, rather another lead was used. No patient complications have been reported as a result of this event.